Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 25 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 14 years in situ.